Manufacturer narrative:
This incident is already captured under incident number (B)(4), please void this report.

Event description:
Allegedly, eprd reported 1 new complication for profemur® neck cocr (1 unknown). Re-revision surgery. No further information was reported. This incident is capturing 1 unknown event.